Event description:
The customer reported during priming, the set leaked from the lower fitment area.

Manufacturer narrative:
Manufacturer's report date: 02/07/2014. Internal file no: (B)(4). The customer's report of leaking was confirmed. Visual inspection of the set revealed a tear in the silicone segment measuring approx 0.0526 inches. Functional testing was performed; a leak from the tear was confirmed. The cause of the leak was due to the tear in the silicone segment. The root cause of the tear was not identified.